Event description:
Boston scientific received information that this device displayed extended charge times in middle of life three years ago. At the time, boston scientific technical services (ts) confirmed that extended charge times during middle of life is a known issue and considered normal device behavior. One week ago this device declared end of life (eol) by charge time when the device was still in middle of life. Ts advised replacing the device as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received that this device has been explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Additional information and resolution to this issue has been requested. This report will be updated when further information is received.